Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on keypad traces. No back light anomaly or button error alarm noted during our testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump alarmed button error during bolus. Customer's blood glucose reading was 266 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.